Event description:
It was reported that the pump was currently empty and alarming. The pump was stated to have gone empty sometime in (B)(6) 2014. The patient had switched insurances and needed to send a prescription to the insurance company. The patient wanted to know how to get a copy of the prescription. The patient was instructed to contact the facility that last filled the pump and request a copy of the telemetry strip. The pump was used to deliver baclofen (unknown). No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).